Event description:
It was reported that the 2 hours following implant, an EKG indicated failure to sense and capture. It was noted that the thresholds < 0.5v, impedances were in range, and sensing looked good. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.